Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump had a critical pump error and frozen display. The customer¿s blood glucose was 18 mmol/l troubleshooting was performed for insulin pump error. Customer stated that they was swimming and insulin pump received critical pump error. Customer were unable to clear the alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
After battery installation, the unit powered up with a blank display due to corrosion and even mold on electrical board around the battery connectors and the keypad flex cable. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the blank display. Did not note any cracks in the case. In addition to this, the reservoir retainer ring is solidly attached to the reservoir tube lip. On the other hand, there's rust at the bottom of the battery compartment.